Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient visited the hospital due to high blood glucose (bg) levels of 22.6 mmol/l (406.8 mg/dl) while using the device. The omnipod personal diabetes manager (pdm) bolus calculator was not working properly leaving the patient unbale to deliver insulin correctly. At the hospital, the doctor administered a correction as treatment (method unknown).